Event description:
It was reported that the atrial lead dislodged and there was a possible perforation of the atrium. The lead was replaced with a passive fixation lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5086mri52 implantable pacing lead (B)(6) 2013. (B)(4).